Event description:
The manufacturer received information in regards to a user of a dreamstation auto CPAP device has passed away. The manufacturer received information alleging death; however, there is no information that the death is related to the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in regard to a user of a dreamstation auto CPAP device has passed away. The manufacturer received information alleging death; however, there is no information that the death is related to the device. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. An attempt for additional information and to have the device returned for evaluation and investigation were unsuccessful as the email was undeliverable. At this time, no further investigation can be performed.